Manufacturer narrative:
The pump passed the full functional testing, including the displacement, rewind, prime/seating, basic occlusion and force sensor tests. The sleep current measurement and active current measurement were within specifications. All buttons functioned properly. No damage in the keypad assembly was noted. The keypad connector was inspected and it was properly connected. No unexpected button/keypad unresponsive anomaly noted. The pump was received with a scratched case and a fading serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call keypad anomaly. Customer stated that the back button was responding intermittently. Troubleshooting for keypad anomaly was performed. Customer advised the back arrow button was the only button not properly responding. Customer replaced the battery and the button continued to intermittently respond. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.